Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this mechanical valve, it was explanted and replaced due to mitral insufficiency and stenosis. No other adverse patient effects were reported.